Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor reported that a patient had developed an open irritation under his left breast and under the strap of the garment. The patient's physician recommended a cream and a nurse covered the wounds. The patient was also given larger garments. Follow-up indicated that the wounds were improving.